Event description:
During a partial glossectomy a superficial burn was noted just right of midline of the patient's lower lip and corresponding to the edge of the bovie extender. Extender was immediately removed. The inside rim of the extender, about 1/4 inch in, was noted to have what appeared to be crack in the sheath. Char marks on exterior of extender and outer plastic coating appears melted.